Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was "bent" and the customer was unable to install the cartridge on the pump. Reportedly, customer successfully loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level above 600 mg/dl with trace ketones; cause was unknown. A manual injection was administered to address elevated bg. Reportedly, customer had used the cartridge longer than what cartridge labeling guidelines suggests. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.